Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; narrow iliac. Conclusion: occlusion. Anatomy related; narrow iliac.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at implant is unknown. It was reported that the patient was in for a routine follow up appointment and it was noted that the patient had no pulse in the left leg. An angiogram showed that the left limb looked occluded from the bifurcation to the overlap of the 23x13 bifurcate and the 13x13 extension. The physician stated that he thought that the overlap of the 13mm limb and the ipsilateral 13mm limb extension landed in a turn of the left common iliac where it measured 8mm in diameter. This limited the flow and caused the limb thrombosis. The physician used a fogarty balloon to remove the clot and the used a medtronic in 10x40 assurant balloon expandable stent to open up the overlap of the two endurant stents at the junction of the two stent where the vessel measured 8mm. The physician did a pressure gradient upon completion and there was no gradient and he was happy with the end result. Flow was restored and the patient is doing great. No additional clinical sequelae were reported.